Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer's blood glucose was 423 mg/dl, which was treated with manual injection. The customer advised that she had high blood glucose from eating too much popcorn. She stated that the insulin pump had not been exposed to moisture or dropped leading up to the event. She stated that she was transferring the blood glucose from her glucose meter to the insulin pump when the button error alarmed. The customer did not observe any significant events leading to the alarm or keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corners, minor scratches, and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.